Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection and functional testing of the sample did not identify any defects. The reported condition was not confirmed. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that a clearlink solution set with a stopcock was unable to be tightened and connected. It was stated that the luer lock loosens itself after tightening. There was no patient involvement reported. Additional information was requested and is not available.